Manufacturer narrative:
Out of warranty.

Event description:
The customer reported that the battery is not charging. The unit was not in use on patient and no patient harm reported. The bio-med replaced the battery and the issue was corrected.